Event description:
As reported by the edwards territory manager (tm), during the transapical tavr procedure, after the bav the patient's pressure was slow to recover. After the patient was hemodynamically stable the physician decided to proceed with the deployment of the 26mm sapien valve. The valve was placed in a 60:40 aortic position; however, during deployment the valve shifted and deployed 70:30 aortic. The post deployment echocardiogram revealed good results; however, the patient's pressure did not recover. The patient was initially placed on emergent bypass; the patient was then put on balloon pump and taken off bypass. Per the tm, the patient appeared to be "okay" for 45 minutes but then crashed and was not able to be recovered. No aortic dissection/rupture or any other complications were noted on echo. The cause of death is unknown.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, patient (i.e. 35% ejection fraction, pulmonary htn) and procedural factors may have caused and/or contributed to these events. There is no indication this event was a result of dysfunction of the sapien valve. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.